Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4) , complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported there has been a split of the PICC catheter near the hub, whilst in use. As a result, the PICC catheter was removed.